Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that 21mm 8300ab was explanted at implant due to sizing issues. The explanted valve was replaced with a 19mm 8300ab aortic valve successfully. The operative report was received. A full sternotomy surgical approach was performed. The aortic valve was exposed using a transverse aortotomy. The patient had tremendous amount of scar tissue buildup at the root of the aorta. New sizers were used and the surgeon only used sizes 19 and 21mm. When sizing, the sizer was parallel to the plane of the annulus. Both the cylindrical end and the replica end of the sizers were used. The surgeon described the fit as comfortable and used simple sutures. It was noted that the patient had friable tissue. The surgeon thought the 21mm was the appropriate size, but found it was too big once the skirt inflated. The 21mm valve would not fit the left ventricular outflow tract. The 21mm valve was explanted and replaced with a 19mm 8300ab valve. Three sutures were placed at the nadir of the aortic valve annulus and secure to the 19mm valve. The valve was then placed in the intra-annular position and the balloon was inflated for 10 seconds for 4-5 atm. There was good apposition of the valve to the annulus. The patient was weaned off the bypass without any problems. After protamine, hemostasis was satisfactory. The patient was transferred to the ICU in stable condition. The surgeon indicated that the replacement valve looked "fine" when they left the operating room. There was no allegation of device malfunction/failure. On pod #1, the 19mm 8300ab aortic valve had a significant paravalvular leak observed on echo and it was explanted. The explanted 19mm valve was replaced with a 21mm non-edwards mechanical valve. The patient was transferred to the ICU in stable condition post procedure.

Manufacturer narrative:
UDI #: (B)(4). Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Like mr, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. In this case, the patient required intervention due to perivalvular leak after an implant duration of one day. There was no reported malfunction of the device. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. Attempts has been made for product return; however, the subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 19mm 8300ab was explanted after an implant duration of one (1) day due to significant paravalvular leak (pvl) observed on echo. It was reported that the surgeon placed only three stitches. The surgeon indicated that the 19mm valve looked "fine" when they left the operating room. The explanted 19mm valve was replaced with a non-edwards mechanical valve. It was reported that the patient is doing fine. No other details were provided.